Event description:
A patient was implanted width a trochanteric fixation nail, helical blade and locking screw in (B)(6) 2012. On an unknown date the patient presented to the surgeon and it was noted the helical blade had cut out through the femoral head into the pelvis/acetabulum. The patient was returned to the or on an unknown date for removal of the nail construct and revision to a total hip replacement. Final outcome was favorable for the patient. This report is on an unknown screw. This report is #3 of 3 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis implant date reported as (B)(6) 2012. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.

Manufacturer narrative:
Part number identified as 458.938. Implant date: (B)(6) 2012.